Manufacturer narrative:
The customer did not return the device for evaluation. Therefore a device history record was reviewed for the suspected contour next gen meter with serial # (B)(6), and no manufacturing anomalies were found. As per the manufacturing and distribution records, the meter was programmed to display the units of measurement in mmol/l and was intended for and distributed in sweden.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The model # (d4) was not provided.

Event description:
The customer from sweden reported that his contour next gen meter switched the units of measurement accompanied with the blood glucose readings from mmol/l to mg/dl. There was no allegation of an adverse event. Th customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.